Manufacturer narrative:
(B)(4). (B)(6). Reporter¿s complete mailing address was not provided. Reporter¿s contact name was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the motor was seized, jammed, heavy moving and had no power. It was also noted that the device failed pre-test for air leak and power with the test bench. Therefore, the reported condition was not confirmed and an assignable root cause was determined to be due to improper handling which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device moved slow and had an abnormal noise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.